Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Additionally, the complaint history review was not performed because this incident was based on an article review and no lot information was provided. Based on available information and due to the limited information available from the article, the cause of the reported death was unable to be determined. The reported patient effects of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B2: date of death estimated. B3: date of event estimated. D6: date of implant estimated. Attachment: article titled ¿mitral valve gradient changes associate with outcomes of patients undergoing transcatheter edge-to-edge repair.¿

Event description:
It was reported through a research article that 100 patients underwent transcatheter edge-to-edge repair (teer) from january 2020 to october 2021. Within one year of the procedure, the implanted mitraclip may have caused or contributed to death. Additional information is listed in the attached article, titled ¿mitral valve gradient changes associate with outcomes of patients undergoing transcatheter edge-to-edge repair.¿